Manufacturer narrative:
(B)(4). Device received with missing segment or partial display, problem isolated to lcd board. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to missing segment/partial display. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a motor error alarm during bolus. The customer's blood glucose level was unknown at the time of the incident. The drive support cap was not damaged. The insulin pump passed the displacement test. It was reported that the motor error occurred more than once in the last 30 days. The device will be returned for analysis.